Event description:
Customer reported a button error alarm on the insulin pump. Customer stated that the numbers on their insulin pump kept scrolling up when they were trying to bolus. Customer's current blood glucose reading is 200 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.